Event description:
A report was received that the pt's leads had migrated and the pt had lost stimulation. X-rays revealed that the leads were wrapped around the ipg. The pt had a lead revision and is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.